Manufacturer narrative:
Apoc has conducted preliminary retain cartridge and return cartridge testing for lot number u09312b. All testing showed product is performing within spec. Add'l info has been requested from the customer. At this time, the only complaints rec'd for this lot have been from (B)(6). The following reports are related, from (B)(6): 2245578-2010-00019, 2245578-2010-00020, 2245578-2010-00021, 2245578-2010-00022, and 2245578-2010-00024.

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat ctni cartridge yielded a whole blood result of 0.09 ng/ml. Same sample, whole blood, repeated using an I-stat ctni cartridge yielded a result of 0.00ng/ml. Pt history, medications, and pt sample is unavailable.